Event description:
During a ptca/stent procedure, after pre-dilatation with the balloon catheter, it was flushed because it would be used again for post-dilatation. Then the purple tip came off. The balloon catheter was used for inflation anyway (contrary to IFU). Reportedly, there was no pt injury.